Event description:
Mavig articulating arm model ot25u50 serial number (B)(4) broke during a cardiac catheterization. The lead shield mounted on the articulating arm fell to the floor at the side of the table narrowly missing the pt.